Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Device involved in the event was not returned. Returned device was function tested and found to function as required. Complainant event of second implant pulling out of meniscus is most likely due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device from incident not returned.

Event description:
It was reported that after having difficulty getting the needle to puncture the meniscal capsule, the first implant was able to be implanted. The surgeon then attempted to implant the second implant from the device. Again it was reported the needle was difficult to puncture through the meniscal capsule. The implant was thought to be placed but however, during knot tying the implant pulled out. The suture was then cut and the first implant remained abandoned in the meniscal capsule. A second device from this lot number was then attempted to be used. The surgeon reported again to have difficulty puncturing the meniscal capsule with the first implant needle. The device was removed from the patient prior to any of these implants being placed. To complete the case the same part number from a different lot number was used. The procedure was a meniscal repair.